Event description:
It was reported that the patient underwent an unknown kyphoplasty procedure. During the procedure, it was reported that the curette "ruptured" and had to be replaced. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that during functional analysis the tip does not articulate. The mechanism functions properly at 0, 30, 45 and 90 degrees. Visual analysis indicates that the score line is broken. Visually there is no other apparent damage. The reported complaint of a curette break was confirmed during testing; however, the tip was intact. The curette score line was broken. There was no other issue observed. The device failed as intended by design. The score line is designed to separate when the physician rotates the handle and exceeds a predetermined torque value. Separation at the score line limits the amount of torque applied to the distal end of the curette, which minimizes the likelihood of a device failure to occur, such as the bending or breaking of distal tip. This is consistent with exceeding the design limits of the instrument.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.